Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4),product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had chosen to have the device replaced. A replacement date had not yet been scheduled. Therapy was ineffective at the time because of the overdischarged status. Three weeks later it was reported that the replacement had not yet been scheduled as far as the reporter knew.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device ¿may be flipped.¿ x-rays were taken and they showed the device header block in the ¿7-8 o¿clock position with the lead exiting toward 6 o¿clock.¿ with a posterior-anterior (p-a) view it appeared that the device was flipped because of the position of the header block and exit of the leads. Normal placement would have the leads coming up towards ¿12 o¿clock.¿ a communication problem was also reported and an overdischarge suspected. Multiple physician mode rechargers (pmr) had been done and the device was still not responding or coming back. This was the reason it was originally believed the device was flipped. It was stated that the patient was having ¿other issues¿ that led to overdischarge. The following day it was reported that the patient did ¿a lot¿ of exercise and ¿floor work.¿ the patient had lost 80 pounds. After consulting with another representative the reporter believed that the device appeared rotated and not flipped. The patient was ¿very busy last fall¿ and did not charge and then had difficult charging so went into overdischarge. The device could not be read by the clinician programmer. The patient had performed six pmrs on her own in a row that had no effect. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they let their previous implantable neurostimulator (ins) battery stop and left it uncharged for a while and was unable to charge. They tried a bunch of things to get that restarted like trickle charge but they weren't successful and ended up having to replace it. There was a report that they always had a difficult time charging the ins so they thought it had been placed in the pocket kind of funny. The battery was replaced on (B)(6) 2013. No symptoms were reported. Relevant medical history includes lumbar radiculopathy.